Event description:
It was reported that the patient has been unable to inflate his inflatable penile prosthesis (ipp). An ultrasound scan was performed, and a fluid leak was observed, but the site of the fluid leak was not identified. The revision surgery has been scheduled for the 14th of november. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected, and leak tested. Microscope examination revealed that the first cylinder had a hole at corner of a fold in the distal end of the cylinder. The first cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder. The second cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder. Leakage test revealed that the first cylinder had a leak at corner of a fold in the distal end of the cylinder. Second cylinder passed the leakage test. The reservoir was microscopically inspected, and leak tested. Microscope examination revealed that the reservoir had wear at a fold and a hole at the corner of the fold in reservoir shell. Leakage test revealed that the reservoir had a leak at corner of a fold in flat reservoir shell. The pump was microscopically inspected and leak tested. Under microscope observation, contamination (bodily fluid) was found within the momentary squeeze (ms) pump. The ms pump kink resistant tubing (krt) were worn to the filament and wear was found on the pump block. The ms pump passed the leakage test. To avoid damaging the test equipment, the ms pump was not functionally tested. Based on the information available and analysis results, the reason for the fluid leak and inflation issue was most likely determined to be the leaks from the first cylinder and the reservoir from the functional test performed; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient has been unable to inflate his inflatable penile prosthesis (ipp). An ultrasound scan was performed, and a fluid leak was observed, but the site of the fluid leak was not identified. A surgical procedure was performed, during which the ipp was removed. There were no patient complications.